Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), abdominal pain lower ("cramping"), menorrhagia ("prolonged menses"), abdominal pain ("severe abdominal pain"), anxiety ("anxious") and depression ("depressed"). The patient will be treated with surgery (will need to undergo surgical intervention). At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal pain lower, menorrhagia, abdominal pain, anxiety and depression outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia and pelvic pain to be related to essure. The reporter commented: these symptoms continued. Over the next several years, plaintiff sought treatment on multiple occasions for symptoms of severe menstrual pain and cramping, heavy bleeding, prolonged menses, severe abdominal and pelvic pain, among other symptoms, requiring intervention at emergency rooms and urgent care centers. Is likely that she will need to undergo surgical intervention as a result of her essure implants. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.